Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump history was missing data despite being in use. Customer¿s blood glucose level was 113 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.